Event description:
It was reported that the user experienced a cracked glass insulin cartridge inside the pump during tubing fill, with loss of insulin observed when the adapter was untwisted; the user reported no unusual signs during setup, completed a full supply change, and resumed use without alarms. Symptoms included no injury and no change in blood glucose. Outcomes included product replacement. Investigation included complaint intake review and device history review for the reported cartridge lot, along with instructions to monitor for further issues. Investigation of this case revealed a broken cartridge with residual insulin in the pump compartment and no reported damage to the pump. Manufacturer¿has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.